Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that lancet fragments from the lancet remained embedded in the customer's finger. No medical treatment was received.